Manufacturer narrative:
Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 76 mg/dl, and the meter bg reading was 816 mg/dl. Reportedly, bg values were not entered within 5 minutes of testing. Reportedly, the customer experienced diabetic ketoacidosis and customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, customer experienced low blood pressure. The customer was released from hospital on (B)(6) 2019 with the issue resolved. A replacement sensor was sent to the customer.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 76 mg/dl, and the meter bg reading was 816 mg/dl. Reportedly, bg values were not entered within 5 minutes of testing. Reportedly, the customer experienced diabetic ketoacidosis and customer was hospitalized. Bg was treated with intravenous insulin. Reportedly, customer experienced low blood pressure. The customer was released from hospital on (B)(6)2019 with the issue resolved (bg 127 mg/dl). A replacement sensor was sent to the customer.